Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4812mlc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 11 months after implantation. The patient has no significant medical history. The doctor noted peri-implantitis during explantation. The patient required bone augmentation for the surgery. The patient required another surgical intervention to recover.